Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported they were having issues with their electrodes. When going into their electrode check, the status would stay green. Surgeon was no longer able to get a response on the system, it would just constantly beep as if it was constantly stimulating. They turned the channel off and the beeping went away, removed the electrodes and turned the channel back on, electrodes off was displayed, indicating that the interface box was working seeing the electrodes just fine. This confirmed that the nim was isolated with no other systems or chords close to it. The hcp rebooted the system and disconnected and reconnected the interface box. The leads were checked on the patient that they were still in place. The electrodes were unplugged and replugged into the interface box without resolution. The hcp decided to continue without the system. The procedure was in less than a hour. There was no patient impact.

Manufacturer narrative:
Other healthcare professional no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a health care professional (hcp) reported via a manufacturer representative that the electrodes malfunctioned while the device was connected to the patient.